Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient was found partially conscious and vomiting, with a blood glucose (bg) reading of 350mg/dl. Customer technical support (cts) called the emts for the patient. The reporter noted that the patient had been drinking and was in the hot tub prior to getting sick. Upon review of the pump, it was discovered that the patient still had 31 units of insulin on board. The patient was disconnected from the pump for further pump troubleshooting. A review of the bolus history shows that the patient gave a bolus of 21.9units, at 7:00pm and another bolus of 20.8 units, at 7:33pm. The patient reportedly did not remember giving these boluses. The patient reportedly bolused for dinner but did not eat. During the call the patient's bg reportedly continued to fall rapidly. At 8:22pm, the patient's bg was 350mg/dl, at 8:34pm, 297mg/dl, at 8:39pm, 269mg/dl, and at 8:44pm, 247mg/dl shortly before the emts arrived. Emts informed cts that the patient would be taken to the hospital. The patient's wife was advised to contact cts back after the patient was stable and released from the hospital for additional troubleshooting. Cts has not yet received a call back from the patient or his wife. Cts has made multiple attempts to contact the patient for troubleshooting and additional information, without success. There is currently no indication or allegation of a pump malfunction. This complaint is being reported because the patient allegedly experienced blood glucose excursions requiring medical intervention while using insulin pump therapy with use error as a cause or contributor in the reported incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the bolus history verifies the 21.9 unit ezcarb bolus at 7:19pm and 20.8 unit normal bolus at 7:33pm on the date of the event. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. No unprogrammed boluses occurred during testing. Unrelated to the complaint, a review of the black box showed the time and date reset to default after a power on reset. The pump was opened and the internal battery was found to be leaking.